Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 411 mg/dl and vomiting. The customer declined troubleshooting, and asked for a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.